Manufacturer narrative:
The responsible philips field service engineer (fse) went onsite and reviewed the alarm log files finding multiple blue/technical alarms for spo2 inop conditions and also noted at 08:00 that alarms were disabled/paused for a 3 minute timeframe. At 8:03 the alarms were active again and at 8:03:01 the vfib alarm was operational. The fse confirmed that the user pushed the wrong button and inadvertently paused all alarms for a 3 minute timeframe. Further discussion with the customer found that the customer agreed with the findings. This issue is a user related issue and not a malfunction of the device. Device labeling adequately describes alarm behavior when alarms are paused noting that the monitor displays the message alarms paused and the red alarms paused lamp on the monitor front panel is lit. No further investigation or action is warranted .

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device did not show a red ECG vfib alarm. The device was in use during monitoring a patient and no patient harm was reported.